Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc cannot boot up. During troubleshooting, fse found that host pc need to be reseat. Fse reinstall the memory and graphics card, replaced the bios battery. After replacement the system was returned to use in good working order.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.